Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that an indigo system aspiration catheter 6 (cat6) was broken approximately 5cm from the hub. The damage to the cat6 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new cat6.

Manufacturer narrative:
Results: the cat6 was kinked approximately 1.0 cm from the hub. The cat6 was fractured approximately 3.5 cm from the hub. The cat6 was ovalized approximately 118.0 cm from the hub. Conclusion: evaluation of the returned cat6 revealed that the device was kinked and fractured. If the device is forcefully retracted at an extreme angle during removal from its packaging, damage such as a kink may occur. If a kinked device is further manipulated, a kink may worsen to a fracture. Further evaluation of the returned cat6 revealed that the device was ovalized. The ovalization was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.